Manufacturer narrative:
The device was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement procedure, the associated right ventricular(rv) lead was stuck in the header of the device. During efforts to remove the lead, insulation damage was observed and the lead was removed from service. No adverse patient effects were reported.